Event description:
A peritoneal dialysis (pd) pt's wife reported during drain 1 of 4 the pt woke up due to a leak of solution from his tubing set. There was fluid on the pt and his bed. The fluid appeared to be leaking from the second connector. The pt stopped treatment and clamped the line. He reset with a new set and completed treatment. The pt was advised to contact his pd nurse. The set was discarded. During f/u, the pt reported he was feeling well and has not had any further issues with his treatment. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.